Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger/modem failed incoming testing. The cause for the failure was isolated to a damaged power supply cord and the charger connector was severed from the power brick. The root cause for the defective power supply cord and brick could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient was experiencing battery charger problems.